Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to window damage. Pictures were taken. Charge and boot tests were performed and passed. Functional tests were performed and failed the test initialization and audio test. A manual functional "try it" test was performed and passed. An internal visual inspection was performed and failed due to a foreign object being found on the speaker. Pictures were taken. The speaker resistance was measured and found to be within specification. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation confirmed. The probable caused is foreign object damaged on the speaker. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction and additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
An internal visual inspection was performed and failed due to foreign object damage on the speaker dust cover. The probable cause is foreign object damage on the speaker dust cover.

Manufacturer narrative:
(B)(4).